Event description:
Customer reported via phone call to have received excessive motor communications error alarm. Customer's blood glucose was 72 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No alarms were noted during testing. However, the pump was received with a cracked case at the display window corners, minor scratches on the lcd window, a scratched reservoir tube window, and a cracked reservoir tube lip.